Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral component option, catalog #: 00599401691, lot #: 62953459; trabecular metal distal femoral augment block, catalog # 00549003610 lot # 62684643; trabecular metal distal femoral augment block, catalog # 00549003610 lot # 63008273; trabecular metal posterior femoral augment block, catalog # 00549003601 lot # 62633359; trabecular metal posterior femoral augment block, catalog # 00549003601 lot # 62929061; nexgen articular surface, catalog #: 00599404020, lot #: 61289318; nexgen patella reamer, catalog #: 00597909529 lot #: 63057988; nexgen femoral hex driver torque, catalog #: 00598707100, lot #: 63131109; nexgen lcck tibial cone, catalog #: 00544705546, lot #: 62397468; nexgen stemmed tibial component, catalog #: 00598800500, lot #: 62917348. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00385, 0001822565-2018-01482. Product location unknown.

Event description:
It was reported that the patient underwent knee arthroplasty. After two years, patient was experiencing pain. Xrays showed some lucency around the femoral component. Subsequently patient was revised due to pain, wear, implant disassociation, loosening, metalosis, osteolysis. During the revision surgery it was found that large amount of black tissue concerned about metallosis. Augment screws were located in the joint and appeared to have dissociated from the augment and femoral component. The articulating femoral augments not attached to the femoral component appeared to be the cause of the metalosis and tissue discolor. The joint was cleaned up and removed bad tissue and bone.

Event description:
This follow-up report is being filed to relay that the previous report submitted on (B)(6) 2018 was submitted erroneously under the wrong device and MFR. This event is currently being submitted under 0002648920-2019-00077.

Manufacturer narrative:
This follow-up report is being filed to relay that the previous report submitted on (B)(6) 2018 was submitted erroneously under the wrong device. This event is currently being submitted under 0002648920-2019-00077.